Manufacturer narrative:
Device was not returned.

Event description:
Complaint received reporting component separation with one b3300 microclave connector. The initial information received reports the (B)(6) event as follows " ..plastic piece in the hole of the microclave on a PICC line found to be missing. Rn performed a stat cap change to correct the problem.". There were no patient injuries and or adverse consequences. The b3300 was pre-tested/primed with no issues detected. The connector was in use with various set-ups where infusions treatments, medications of cefepime, ceftazidime, meropenum, vancomycin, normal saline solution, heparin 10unit/ml were administered without incident. The involved b3300 was not returned for analysis and confirmation.